Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's test kit gave her a bizarre blood glucose reading of 32 mg/dl. The customer as a result drank glucose gel and tested her blood glucose level again. Her blood glucose level was 199 mg/dl. At the time of the report, the customer's blood glucose level was 269 mg/dl. The product was not returned. Nothing further to report.